Manufacturer narrative:
Correction - h6 - medical device code should have been "2988 - naturally worn" and not "1069 - break".

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02509. It was reported that the patient presented for an implant procedure. Upon interrogation prior to the procedure, it was noted that the right ventricular - rv and atrial leads exhibited noise. During the procedure, the rv and atrial leads were found to have insulation abrasion. No intervention was performed and the rv and atrial leads remain implanted. The patient was in stable condition throughout the procedure.